Event description:
It is reported that the device was implanted in 1997. During the patient's 10 years post-op check up, it was noted that there is 3mm polyethylene liner wear. No revision is planned at this time.

Manufacturer narrative:
Evaluation summary: no product can be evaluated as the patient has not been revised. Patient is tolerating the wear. No x-rays were provided for review. Patient's weight is unknown nor, was any information on pertinent past medical history received. No revision is planned. Cause of the level of wear can not be definitively concluded. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.